Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to possible myopotential oversensing. No patient symptoms were reported. No intervention was performed. The patient will continue to be followed.

Event description:
New information states that the patient was seen in clinic and it was noted that the low frequency attenuation was never turned off. Lfa was adjusted during the same visit. No patient symptoms were reported.